Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon pre-discharge interrogation, decreased in atrial sensitivity and loss of capture were noted on the atrial lead. Lead dislodgement was confirmed via x-ray. The physician felt the dislodgement was due to the patients anatomy and size of atrium and felt there was no issue with the performance of the lead. However, the lead was explanted and replaced. Patient was stable.